Event description:
It was reported that the user experienced hypoglycemia with an unclear cause while using the ilet bionic pancreas, and troubleshooting and education were completed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported long-term impairment or hospitalization. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no device malfunction identified and no specific component issue determined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.